Event description:
It was reported that the water trap air filter between the ventilator and compressor was leaking. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The reported leakage in the air filter water trap could not be confirmed during on-site troubleshooting. According to received information the air filter assembly was only noisy due to some water in the filter cover. This was cleaned. However performed pre-use check (puc) failed in internal leakage test and this was corrected by replacing the air gas module. The air gas module which regulates the inspiratory air gas flow to the patient, was returned for investigation. During testing of the returned air gas module in a reference ventilator, several sub-tests failed during the pre-use checks tests and alarms for high pressure, high oxygen concentration, and low expiratory minute volume were generated. Ocular inspection showed water and moisture traces in several parts and components of the gas module. The filter was full of water and the filter housing was covered in white residues. Our conclusion is, that moist air is the root cause of the air gas module's failure. According to the user´s manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. Evaluation of device logs showed that alarms for high pressure, high and low oxygen concentrations were generated on (B)(6) 2016. Those alarms are considered to be related to the faulty air gas module and the date of event has been updated accordingly.

Event description:
(B)(4).